Event description:
The customer reported that there were exposed wires on the c-arm itself. Also one of the handles was broken off on the monitor cart.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep ordered and replaced the hv cable assembly. The system boots, fluoros, and functions satisfactory at this time.